Manufacturer narrative:
A customer biomedical engineer contacted ge healthcare technical support. A proposal was issued for troubleshooting and repair but was rejected by the customer. No further information is available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit is not ventilating properly, high pressure is getting delivered. There was no report of patient involvement.